Event description:
Customer reported that he called the paramedics and was hospitalized due to high blood glucose and dka. The blood glucose reading at the time of hospitalization was 669 mg/dl. Customer stated that he was vomiting and had fruity breath smell prior to calling the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.